Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine follow-up, it was discovered that this implantable cardioverter defibrillator (ICD) had recorded low out of range shock impedance measurements on the right ventricular (rv) channel. The low measurements were noted to be intermittent. Boston scientific technical services (ts) was asked to review data from the device. Ts confirmed the low shock impedance observation and also noted one episode of oversensed noise. Based on these observations, ts recommended testing to confirm the integrity of the system. This testing was performed and no noise was recreated. Some fluctuations in shock impedance were observed and the physician decided to change the programmed shock vector to a more stable configuration. To confirm the efficacy of the new programming a defibrillation threshold (dft) test was scheduled. The dft test was successful and the new programming was confirmed. Shortly after the dft testing episodes of noise were observed on the rv channel. The physician elected to continue monitoring the system and the patient was set-up with remote monitoring. This ICD and the rv lead remain in service. No additional adverse patient effects were reported.